Event description:
It was reported that the user experienced a pairing failure with the ilet system, which was subsequently resolved after troubleshooting and education were completed, and no alerts or alarms were reported during the event. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status. Investigation included standard technical troubleshooting and user education to restore pairing functionality. Investigation of this case revealed that the device experienced a transient communication issue consistent with a pairing malfunction that was corrected through established troubleshooting steps, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or environmental factors leading to a temporary connectivity issue.